Manufacturer narrative:
Additional information received indicated the ra lead was surgically abandoned. There was also a report of noise on the lead and unable to capture at max outputs. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the physician planned to monitor the patient via latitude, which is a remote monitoring system and follow up in clinic as usual. The physician planned to bring the patient into the office at an earlier date if the out of range measurements continue. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a latitude yellow alert that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were exhibiting high out off range pacing impedance measurements. Over the last 18 months there had been spikes in the ra impedance measurements, but this was the first time the ra lead measurements had gone over 2,000 ohms. There was no evidence of noise noted on the ra lead. Further troubleshooting techniques were discussed by a boston scientific technical services consultant. To date, there have been no adverse patient effects reported.